Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to interact with and read the screen, though major functions were still performable. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.